Event description:
Additional information received indicates that the patient's would later healed.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient's ipg pocket site was not healing since implant. As a result, the patient underwent surgical intervention during which the ipg was explanted.